Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144726. Date of the event is estimated.

Event description:
It was reported that the patient was in a car accident, after which the patient was getting ineffective pain relief. Patient also had discomfort at the ipg site. As such, patient underwent surgerical intervention where the leads were replaced and the ipg was repositioned to address the issues on (B)(6) 2025. It is unknown which lead resulted in ineffective therapy.

Manufacturer narrative:
Correction: serial number, lot number, expiration date, and UDI were corrected. Correction: additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144561. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.